Manufacturer narrative:
Sections d1 and d4 were updated. No further data was provided for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The hcg+b reagent expiration date was not provided. The cobas e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e601 immunoassay analyzer when compared to the mindray platform. Initial result: 3541. Repeat result: 555 (tested on mindray). The units of measurement were not provided. The customer may have diluted the sample, but they were not able to provide definite information. The repeat result matched the patient's condition.